Event description:
It was reported that during a lap cholecystectomy procedure, the device lock up after several clips were deployed. A second device was used to complete procedure with no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Damaged antibackup. Eval summary: the analysis results for the instrument confirmed that it was non-functional. The instrument was cycled and formed 4 clips as intended, 6 clips scissor and 1 partially formed clip due to anti-backup being non functional. The instrument was disassembled and the ratchet pawl was found damaged. In addition the orange indicator did not show up completely. While no conclusion could be reached as to how this damaged occurred, we have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.